Event description:
Customer reported a false positive result. Technical support contacted customer to obtain additional information, but customer was unresponsive. No further information including cartridge lot number, cartridge serial number, reader serial number, patient specific information or if any outside confirmatory tests were taken.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.